Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -11.5/1.5/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reported refractive surprise. The lens remains implanted. Reportedly, the "patient vision is 6/6 and is happy". No intervention was done. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/1.50/73 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Refractive surprise was observed. Lens remains implanted, no further intervention has been performed, vision remains the same. If additional information is received a supplemental medwatch report will be submitted.